Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) penetrated the sheath during insertion, approximately 2¿3 cm from the hemostasis valve. Little resistance was felt during insertion of the exoseal vascular closure device (vcd) into the sheath, and the device was pushed back and forth prior to penetration of the sheath. Manual compression was performed for hemostasis. There was no reported patient injury. There was no damage noted to the csi or the device prior to insertion. The procedure involved endovascular treatment (evt) of the superficial femoral artery (sfa) and below-the-knee (btk) segment via ipsilateral antegrade access using a 6f non-cordis sheath introducer, with balloon dilation followed by placement of a non-cordis stent graft, and good flow was confirmed. The sheath appeared kinked during exoseal insertion, and no resistance was noted during balloon or stent graft insertion. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The product was not returned for analysis; however, an image was provided for review. Per the picture analysis, the graphic material shows a 6f exoseal unit inserted into a non-cordis catheter sheath introducer (csi). The csi was noted to be perforated by the delivery shaft. The exoseal unit was undeployed, the guard was locked with the indicator wire (iw) was deployed. No additional details were observable in the graphic material provided. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) impeded perforated sheath¿ was observed through analysis of the picture received. However, the reported event of ¿delivery shaft resistance/friction¿ was not observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an antegrade approach was reported. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the information available for review, picture analysis, nor the product history review, suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) penetrated the sheath during insertion, approximately 2¿3 cm from the hemostasis valve. Little resistance was felt during insertion of the exoseal vascular closure device (vcd) into the sheath, and the device was pushed back and forth prior to penetration of the sheath. Manual compression was performed for hemostasis. There was no reported patient injury. There was no damage noted to the csi or the device prior to insertion. The procedure involved endovascular treatment (evt) of the superficial femoral artery (sfa) and below-the-knee (btk) segment via ipsilateral antegrade access using a 6f non-cordis sheath introducer, with balloon dilation followed by placement of a non-cordis stent graft, and good flow was confirmed. The sheath appeared kinked during exoseal insertion, and no resistance was noted during balloon or stent graft insertion. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). The device will not be returned for evaluation.